Event description:
It was observed that this shock lead was fractured. It is uncertain at this moment, when/if the devices will be available for replacement. The patient was hospitalized. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was capped on (B)(6) 2023. The lead under complaint was not returned for investigation. Therefore, this report only refers to the results of the ICD analysis as well as the inspection of the available data and the review of the quality documents associated with the manufacture of these devices. Prior to the analysis of the ICD, the quality documents accompanying the manufacturing processes for the ICD and the lead were reviewed. All production steps were performed accordingly, and the final acceptance tests proved the devices functions to be as specified. Inspection of the data revealed the presence of noise in the rv channel as well as a value of the pacing impedance out of range on (B)(6) 2023. These observations most likely resulted from a damaged insulation of the rv lead. There is no indication of an ICD malfunction regarding these occurrences. Next, the ICD was interrogated. The interrogation could be properly performed and revealed the eri battery status. The ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.